Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain and rsd/causalgia-complex regional pain syndrome reported in the past couple of weeks they were hurting in both sides and around the implantable neurostimulator (ins) site, so therapy hadn¿t worked for them since meaning they experienced a loss of therapy. There were no traumas or falls reported related to this issue. On (B)(6) the manufacturer¿s representative (rep) called after meeting with the consumer due to them not feeling stimulation. An electrode impedance test was performed which initially showed electrode 0-3 was within normal limits while electrode 4-7 had results of greater than 10,000 ohms. Reprogramming was performed allowing the consumer to feel stimulation with electrodes 0-3 being set at 10.5 volts and electrodes 4-7 being set at 1.7 volts. Impedance testing was performed again at 1.5 volts with zero as the reference with the following results: 4: 16,651 ohms, 5-7 was greater than 20,000 ohms, 6: 17,014 ohms, and 2-3: had normal limits. Further impedance testing was perform ed with the following results: reference 1 showed 5-7 had results greater than 20,000 ohms, reference 2 showed 4-7 had greater than 20,000 ohms, reference 3 had electrode 5 and 7 at greater than 20,000 ohms, reference 4 showed electrode 2 was greater than 20,000 ohms, reference 5 showed 0, 1, 2, 3, and 7 were greater than 20,000 ohms, reference 6 had electrode 2 at greater than 20,000 ohms, and reference 7 had electrodes 0, 1, 2, 3, and 5 at greater than 20,000 ohms. The rep. Later reported the lack of stimulation/therapy issues along with the pain weren¿t resolved, so an appointment was scheduled with the healthcare provider (hcp).